Manufacturer narrative:
Plant investigation: the complaint device was returned to the manufacturer for physical evaluation. A sample from the reported lot was returned for evaluation. During gross visual examination, four potted fiber fragments, measuring approximately 5.18mm, 0.56mm, 0.49mm, and 0.26mm in length above the polyurethane, were identified at approximately 320°, with the dialysate ports situated at 0°, on the non-cavity ID end. Opposing ends were not identified. There was no other damage or irregularities noted. A review of the production record was performed. The production record review showed there was one unrelated approved temporary deviation notice in the production of this lot. There was no indication of product non-acceptance or deviation in the manufacturing process related to the complaint event. This includes non-conformances, rework, labeling, process controls, and any other occurrence in production that was potentially related to the complaint. The reported lot number passed pyrogen testing, was within sterilization dosage parameters and passed all release criteria. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Event description:
A materials manager reported that during a hemodialysis (hd) treatment there was an dialyzer blood leak. In a follow up a biomedical technician verified that there was no harm, intervention or adverse event associated with the reported event. The technician also stated that the leak was internal. Additional information was requested but no information was received. The dialyzer is available to return as a sample product.

Event description:
A materials manager reported that during a hemodialysis (hd) treatment there was an dialyzer blood leak. In a follow up a biomedical technician verified that there was no harm, intervention or adverse event associated with the reported event. The technician also stated that the leak was internal. Additional information was requested but no information was received. The dialyzer is available to return as a sample product.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.